Event description:
It was reported that the patient presented remotely via merlin net with episodes of inappropriate automatic mode switch and noise oversensing noted on their right ventricular (rv) lead. Programming changes were made, and the patient was stable.